Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned mesh assembly showed that the needle was missing from the solid blue dilator. The needle was not returned. Visual analysis of the returned capio device revealed no defects. Functional analysis of the returned capio device showed that it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use for the device includes the following precaution statement: avoid excessive tension on the mesh during handling and positioning to prevent damage to the device. The most probable root cause for this event was determined to be operational context.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2011-00520.it was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior apical pelvic floor repair kit, as the physician was throwing a mesh leg assembly through the sacrospinous ligament, the needle detached and was captured inside the capio cage. The physician completed the procedure with a third pinnacle anterior apical pelvic floor repair kit with no complications to the patient, who is reportedly "great" post-procedure.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2011-00520.it was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior apical pelvic floor repair kit, as the physician was throwing a mesh leg assembly through the sacrospinous ligament, the needle detached and was captured inside the capio cage. The physician completed the procedure with a third pinnacle anterior apical pelvic floor repair kit with no complications to the patient, who is reportedly "great" post-procedure.